Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 20 mg/dl. For treatment, the patient was given fluids. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 3 hours.

Manufacturer narrative:
The device was received deployed with damage sustained to the bottom housing. There are safety mechanisms within the device that prevent the over delivery of insulin. Corrosion was noted inside the device on the pcb, indicating that fluid had leaked in the pod. A leak test was performed, and no internal leakage source was identified. The source of the corrosion could not be determined. All attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin.